Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient representative was unsure and didn't know if it was the pump itself that failed or wasn't working at all. The patient representative mentioned that the patient was in the hospital from a surgery three weeks ago. The patient has a personal therapy manager (ptm). When asked what medication was in the pump the caller stated fentanyl and "something else." (B)(6) 2024 pc (hcp): additional information was from a healthcare provider (hcp) indicated that there was a motor stall that occurred on (B)(6) 2024. However, the motor stall recovered the same day. The cause of the motor stall was unknown, and the patient did have emi or MRI. The pump was beeping prior the motor stall. The patient was taking very high dosage and concentration of medication due to device unrelated health issues. The pump been only functioning for less five years since the high dosage drains the pump battery quicker. The pump was restarting itself every two days. There was no symptom at the time of the event. The issue was resolved once the pump was replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The pump was delivering fentanyl at 20000mcg/ml at 10012mcg/day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received via the logs provided by the healthcare provider which showed a motor stall occurred on (B)(6) 2024 at 3:32am and recovered at 3:39am, a motor stall occurred on (B)(6) 2024 at 6:16pm and recovered at 7:05pm, a motor stall occurred on (B)(6) 2024 at 10:25pm and recovered at 10:30pm, a motor stall occurred on (B)(6) 2024 at 5:30pm and recovered at 5:37pm, a motor stall occurred on (B)(6) 2024 at 6:16pm and recovered at 6:25pm, and a motor stall occurred on (B)(6) 2024 at 5:19am and recovered at 5:32am.